Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the stockert centrifugal pump system displayed an error during set-up. The clinician also stated that they noticed a burning smell. The pump was not used for the procedure and there was no pt involvement. A sorin group service rep was dispatched to the facility to evaluate the issue. Testing of the system confirmed the reported issue. The rep disassembled the control panel and found a problem with a component on the cpu board. The driver and control panel of the system were replaced and after the new parts were installed, functional testing found the system to be working properly. The product is being returned to sorin group for further investigation. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the stockert centrifugal pump system displayed an error during set-up. The clinician also stated that they noticed a burning smell. The pump was not used for the procedure and there was no pt involvement.